Manufacturer narrative:
The patient suffered from worsening of pad - high grade stenosis/occlusion of the left sfa approximately 24 months post index procedure, not 48 months as previously reported.

Manufacturer narrative:
Additional information received: the outcome the previously reported worsening of pad - high grade stenosis/occlusion of the left sfa is reported as resolved.

Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, the physician used 3 in. Pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa to popliteal of the left leg. Approximately 48 months post index procedure, the patient suffered from worsening of pad - high grade stenosis/occlusion of the left sfa. Approximately 6 weeks later tea of the left afc, aie, and afp was carried out as treatment. The investigator has assessed the event as related to the target lesion, not related to the study device, procedure or drug.

Manufacturer narrative:
The previously reported worsening of pad - high grade stenosis/occlusion of the left sfa which occurred 24 months post index procedure was treated with pta, stenting and ballooning. The event was resolved.

Manufacturer narrative:
The investigator has assessed that the previously reported worsening of pad - high grade stenosis/occlusion of the left sfa was not related to the treated lesion. The common femoral artery and proximal sfa were treated with target extremity artherectomy. The outcome is reported as continuing.